Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code(s)/wrench code(s) has been confirmed. The monitor displayed a service code 104. The sd card pins were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.